Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2014; 5076-45, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The superior vena cava (svc) coil and rv coil impedances were both noted to be high/undefined. It was noted during the procedure, that under fluoroscopy the lead appeared to be fractured under the clavicle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.